Event description:
It was reported that during implant procedure defibrillation threshold testing was attempted and unable to induce ventricular fibrillation (vf). After multiple attempts the lead began to lose capture in the right ventricular channel. The lead was disconnected from the device and did not capture through the analyzer unless at ten volts. The patient was paced through the analyzer until a temporary pacemaker was placed. The lead was moved to a different location and normal thresholds were established. When the lead was connected to the device the threshold had increased. Under fluoroscopy, it was noted the lead had removed and was repositioned. Normal thresholds were reported through the analyzer and would rise when connected to the implantable cardioverter defibrillator (ICD). High impedance was also reported. The device was replaced and the thresholds were stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).